Manufacturer narrative:
Device evaluation & resolution and disposition. Device evaluation: the v60 unit was received at the international service center. The technician performed run-in test, but the reported compliant was not duplicated. Resolution and disposition: to prevent recurrence, touch screen was replaced. Unit was checked overall, cleaned, run in tests and functionally tested.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported that while the v60 unit was in use in the ICU, setting of v60 was tried to be changed but screen got frozen so it could not be changed. Biomed replaced the unit with second v60. : unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.